Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that there was burning at the pocket. This was clarified to be that there was burning pain in the pocket after the device had been on for 5 hrs. This went away when turned off. It was unknown if there were environmental factors contributing to this event. The battery was interrogated and found to be at elective replacement indicator (eri). The issue was not resolved. Replacement was planned but not yet scheduled. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.